Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be depleting faster than expected. The patient was seen a couple of months ago and the longevity remaining was about 1.5 years and now 5 months remaining. Latitude data was provided for engineering analysis and technical services (ts) recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Device will not return for analysis it was disposed.